Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the insulin pump was in her bra and perhaps a seatbelt had hit it. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corners, minor scratches on lcd window, and broken belt clip slot.